Event description:
It was reported the omnipod 5 controller delivered a bolus of 8 units without user interaction with the device while in activity mode. The patient's blood glucose level decreased to below 2 mmol/l (36 mg/dl). The patient moved from the garden indoors, consumed sugar to counteract the insulin on board, and monitored their glucose levels. The patient reported the controller alarms for high and low glucose had never sounded despite being enabled. No medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.